Manufacturer narrative:
Correction to g2 (health professional incorrectly selected). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the imaging issue was due to bent terminal pins of the video connector. However, the specific cause of the bent video pins could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center was not producing image. The issue was found during a cystoscopy procedure. The procedure was not prolonged, and was completed using a similar device after the patient was moved to another room. The patient was not sedated. It was reported, that there was no patient harm. And no medical intervention was required. Future procedures were impacted for three days, as there was only one room available for procedures.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found, that no image was due to bent video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.